Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances on all contacts of both leads. As a result, surgical intervention may be undertaken to address the issue.